Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had cerebral palsy and was unable to reach his battery to recharge due to physical condition. The patient lived alone with a helper only once a week. The contributing factors of the issue was battery location. The rep attempted to see if the patient could slide the belt around, put belt/recharger over shoulder, tried many different ways but that didn't work. The rep taped the recharge to the back of the electric chair so he could lean back and charge. That worked for a week, but now the tape came off and he couldn't reach the charger and his battery was discharged. The rep was to see the patient on (B)(6) 2020 to troubleshooting. Additional information was received from the rep. It was reported that the patient was seen this morning by hcp and incision appeared to be infected so entire system was explanted today.